Manufacturer narrative:
Sample was collected in a bd edta tube, sampled within 30 minutes of collection and stored at room temperature. Qc was run before and after this event and was within the acceptable range. The instrument is currently within qc specifications. The bci instrument generated a variant ly flag for the differential that prompts the operator to further review the specimen.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous low platelet (plt) results generated by the unicel dxh 800 coulter cellular analysis system on a patient specimen with instrument generated variant ly differential flag. The erroneous results were not reported outside the laboratory. The specimen was rerun and recovered similar results. No manual platelet estimate was provided. There was no death, injury or change to patient treatment associated with this event.